Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received an occlusion alarm. The customer could not recall if the blood glucose level was impacted. As the customer was not currently receiving an occlusion alarm, tandem technical support was unable to perform a system check to determine a possible cause of the occlusion.